Manufacturer narrative:
Attempts made for additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead recorded a lead safety switch for out of range impedances. Boston scientific technical services reviewed a chest x-ray of the patient and identified that the lead was fractured. This ra lead remains in service at this time. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a revision procedure was performed and this ra lead was explanted and discarded. No additional adverse patient effects were reported.